Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were additional components: comp rvrs 25mm bsplt ha+adptr catalog#: 010000589 lot: 487060; comp 8mm hum frac stem macro catalog# 11-113558 lot: 603290; comp rvs cntrl scr 6.5x35mm st catalog# 115383 lot: 075890; intramedullary plug sm 8-10mm catalog#: 130609 lot: 318940; comp locking screw 4.75x15mm catalog#: 180500 lot: 184000; comp locking screw 4.75x20mm catalog#: 180501 lot: 746070; comp. Rev shldr 9 in steinmann catalog: 405800 lot: 054050; comp rvs 2.7mm dia drl catalog#: 405889 lot: 964010; comp locking screw 4.75x15mm catalog#: 180500 lot: 773420. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: comp rvrs shldr glnsp std 36mm part # 115310 lot # 802190, comp rvs tray co 44mm part # 115370, lot # 728600. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06562, 0001825034 - 2017 - 06563. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that patient underwent an initial total shoulder prosthesis procedure. But after the surgery the patient was unable to lift her right arm was reported. Attempts have been made and additional information is not available at this time.